Manufacturer narrative:
Continuation of concomtiant medical products: the main component of the system. Other relevant device(s) are: product ID: iexc141455, serial/lot #: (B)(4), ubd: unknown , UDI#: (B)(4); product ID: ilxc1414115, serial/lot #: (B)(4), ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had the stent graft system implanted as part of the aneurx clinical trial, however was lost to follow up. The patient's wife called technical services to report that the patient had been complaining of pain down their flank and in their supra pubic area, 13 years post implant. Approximately three days later, the patient was unable to get out of bed and was taken to hospital in an ambulance. A CT showed that the stent graft had migrated and an endoleak was observed. However the hospital was unable to provide further care for the patient, and the patient died on the same day. No additional clinical sequelae were reported.